Manufacturer narrative:
H2: foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device was inspected last thursday. They consulted about the pain experienced while lying down in the morning, and the strength for when lying down was increased. From the next day, when the controller was turned on, a "settings value not usable" message began to appear. There were no known environmental, external, and patient factors that may have caused the event. The patient mentioned that starting the day after the intensity for lying on the back was increased, the controller began displaying a "settings value not usable" message upon startup. The patient's mother stated that she does not feel any change in stimulation and that the previous settings did not interfere with daily life. She inquired whether it would be acceptable to wait until the appointment in three weeks or if it was necessary to address the issue sooner. She also asked about the current output level of the stimulation. It was explained that the output is not flowing as per the set values, but the exact output level could not be determined and would require confirmation from the physician. Upon hearing this, the patient¿s mother expressed dissatisf action, stating, "if the person in charge made changes to the settings resulting in this issue, shouldn't it be standard procedure to check at that point? Otherwise, this would warrant a refund for the consultation fee." She was informed that her concerns would be conveyed to the person in charge, and she would be contacted shortly. The issue was not resolved at the time of the report. The patient outcome was listed as "with health damage" and the patient injury details were listed as: the device was inspected last thursday. Consulted about the pain experienced while lying down in the morning, and the strength for when lying down was increased. From the next day, when the controller was turned on, a "settings value not usable" message began to appear. Additional information was received from a manufacturer representative (rep). The rep clarified "the patient's mother stated that she does not feel any change in stimulation" meant that there were no reports of unpleasant sensations or discomfort. The cause of the settings value not usable was determined to be the high value that was due to an abnormal resistance in the electrode being used. A program is planned to be cre ated during the outpatient visit in one month, avoiding the electrode with abnormal resistance. It was unknown if this issue since been resolved with the stimulation intensity increase but the rep was informed that the patient will see whether increasing the stimulation intensity might provide relief.

Event description:
Additional information received stated that the patient was reprogrammed to avoid the high-impedance electrode and that the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.